Event description:
Hearing performance with the device was affected and in situ testing showed affected channels. An incident of accident or trauma was unknown. The user has been re-implanted. The device has not been received for investigation, despite requested.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Manufacturer narrative:
Conclusions: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the amage found.this is a final report.

Event description:
The hearing performance with the device was affected and in situ testing showed affected channels. The user has been re-implanted.

Event description:
The hearing performance with the device is affected and in situ testing shows affected channels. Re-implantation is planned but no date has been set yet.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance with the device is affected and in situ testing shows affected channels. Re-implantation is planned but no date has been set yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.